Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin(lh) 83 units blood collection tubes were giving erroneous results and have fibrin in the plasma. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 367962, batch no: 9004566. It was reported the customer received erroneous results and fibrin over the past month about 3 times. Latest occurrence was yesterday(B)(6) 2019 other dates are unknown.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes were giving erroneous results and have fibrin in the plasma. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 367962 batch no: 9004566. It was reported the customer received erroneous results and fibrin over the past month about 3 times. Latest occurrence was yesterday ((B)(6) 2019) other dates are unknown.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to erroneous results and fibrin were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided the customer with product knowledge and processing information. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for erroneous results and fibrin with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.